Event description:
It was reported there was a speaker malfunction error. There was no sound being emitted from the device. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer and confirmed a speaker malfunction error was displayed on the device and was not producing any sound. The rse determined that the loudspeaker assembly would require replacement. A replacement loudspeaker assembly was sent to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time.